Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure; the cartridge was broke when the physician went to insert the iol into the patient eye. The procedure was completed and there was no damage to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The company cartridge was not returned. A photo was provided. The cartridge was being held by an ungloved hand. There appeared to be viscoelastic in the cartridge. What appeared to be a crack or aneurysm was visible at the center of the tip. No other determination can be made from the photo. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The company cartridge was not returned. Based on review of the provided photo, he tip was damaged. What appeared to be a crack or aneurysm was visible at the center of the tip. No other determination can be made from the photo. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).